Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment in a laparoscopic incisional hernia repair procedure. It was reported that after implant, the patient experienced abdominal pain, bulging of the lower abdomen, weight loss, discomfort and incisional hernia recurrence. Post-operative patient treatment included revision surgery, removal of sutures and partial removal of mesh.

Manufacturer narrative:
Additional info: b2 (added disability), d4 (lot #), e1 (facility name, street, city, region, postal code), h6 (updated all codes, added patient codes, imf codes and ime e2402: "weight gain"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment in a laparoscopic incisional hernia repair procedure. It was reported that after implant, the patient experienced pain, inflammation, adhesions, limited mobility, scarring, all the surgeries have been emotionally draining, abdominal pain, bulging of the lower abdomen, weight loss, discomfort and incisional hernia recurrence. Post-operative patient treatment included medication, revision surgery, removal of sutures, partial removal of mesh, removal of mesh, hernia repairs, hernia repair with new mesh, and abdominal scar revision.

Manufacturer narrative:
Additional info: b5, b6, b7, <(>&<)> h6 (patient codes, device codes, ime e2402:laxity of lower abdominal wall) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment in a laparoscopic incisional hernia repair procedure. It was reported that after implant, the patient experienced pain, inflammation, adhesions, limited mobility, scarring, all the surgeries have been emotionally draining, abdominal pain, bulging of the lower abdomen, weight loss, discomfort, incisional hernia recurrence, laxity of lower abdominal wall, stitch granuloma, <(>&<)> mesh folded. Post-operative patient treatment included medication, revision surgery, removal of sutures, partial removal of mesh, removal of mesh, hernia repairs, hernia repair with new mesh, abdominal scar revision, CT scan, excision of stitch granuloma, <(>&<)> mesh revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced abdominal pain and hernia recurrence. Post-operative patient treatment included revision surgery.